Event description:
It was reported that outside of surgery, the unit had a reciprocating arm intermittent stop. There was no patient involvement. Due diligence is complete as no further information is available.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in south korea. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.